Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause for the reported issue was due to diode, designator d33. D33 was physically lifted off of the pcb and solder pads and this caused the device to be unable to defibrillate.

Event description:
The customer contacted physio-control to report that their device failed the user test. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device would not recognize that the therapy cable was connected. As a result, defibrillation therapy may not be available, if it was needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed the user test. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device would not recognize that the therapy cable was connected. As a result, defibrillation therapy may not be available, if it was needed.